Manufacturer narrative:
Pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, cracked reservoir tube window and cracked reservoir tube. Compromised forced sensor alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test. Unable to perform occlusion test, prime/a33 test and excessive no delivery test due to compromised forced sensor alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. The customer received the compromised force sensor system alarm while trying to prime the tubing and will not get out of priming stage. The customer stated that the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.